Event description:
The customer discovered questionable results had been received for 36 patient samples for multiple assays on (B)(6) 2015 after the qc performed on (B)(6) 2015 was out of range. A service engineer had been onsite on (B)(6) 2015 prior to the event and replaced a leaking branch block on the analyzer. He had performed a volume check and ran controls after the change, both were within limits. It was thought the issue began three hours later. The samples were retested on (B)(6) 2015 on another analyzer and the reported results were corrected. Of the data provided, only the results for 18 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. All of the initial results had been reported outside the laboratory. The repeat results were believed to be correct. To the customer's knowledge the reported results did not affect any treatment for the patients. No adverse event was reported. The reagent lot numbers and expiration dates were requested, but not provided. An engineer went on site to troubleshoot on (B)(4) 2015. He ran the volume check and it failed. Nothing unusual was seen visually. He performed a cell preparation and ran the volume check again and it passed. Calibration was performed and the signals were low. The engineer returned on (B)(4) 2015 to replace the measuring cell. He saw that there was a small glass crack on the inside of the sipper syringe. He also saw a small scratch on the measuring cell. This could have affected the aspiration into the measuring cell and caused the discrepant results. After the measuring cell was changed the instrument worked acceptably and performance testing was within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).